Event description:
It was reported that device diagnostic testing resulted in high lead impedance. X-ray review by the treating physician indicated flipping of the generator and twirling of the lead, which led the treating physician to believe that the pt had manipulated the device. The pt underwent revision surgery where both the generator and the lead were replaced. The generator was replaced to be compatible with the new lead. Analysis of the explanted generator did not identify any anomalies which would adversely affect device performance. Analysis of the lead confirmed a coil break past the electrode bifurcation in the negative coil. Due to mechanical distortion the fracture mechanism cannot be ascertained. It was noted that the "as received" lead body did not appear to have a heavily kinked appearance which is typically witnessed with pt twiddling. This observation, along with the location of the identified break, do not appear to support treating physician's previous assessment that pt manipulation likely caused the lead discontinuity event. Even though the exact cause of the lead discontinuity could not be determined, it is still the root cause for the reported high impedance event.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.